Event description:
It was reported that this patient presented to the emergency room (ER) due to syncope which occurred the previous day. The ER physician contacted boston scientific technical services (ts) to review data from the patients implantable cardioverter defibrillator (ICD) device. There were multiple non-sustained episodes that corresponded with the patients symptoms and there were two episodes where ICD device therapy was provided. In one episode, which occurred on the day of the reported syncope, the device provided anti-tachycardia pacing (atp) followed by multiple 41 joule shocks. The device therapy was exhausted, and a regular tachycardia rhythm continued post-therapy. In a second episode, which occurred in the early morning of the day in which the patient presented to the ER, the device provided anti-tachycardia pacing (atp) followed by one 41 joule shock and the episode ended. Ts indicated that the device therapy was inappropriate as it was provided for probable atrial fibrillation (af) with rapid ventricular response (rvr) and recommended further review. The ER physician was noted to be consulting with an electrophysiologist. The device remains in-service. No additional adverse patient effects were reported.